Manufacturer narrative:
The device was discarded after use and therefore not available for return and investigation. The lot number was not provided by the user facility. All devices undergo appropriate testing and inspection per standard manufacturing processes to ensure the device meets specifications prior to release. Based on the limited information and no case images, the exact cause of the cavernous carotid fistula is unknown. There were no device deficiencies reported related to zoom 71.

Event description:
The patient was undergoing a thrombectomy procedure to treat an occlusion at the left m1 (lm1) segment. Zoom 71 was delivered to the left m1 occlusion over a zoom 35 and guidewire through zoom 88 guide catheter. Initial angiogram image showed a pre-existing aneurysm in the cavernous segment. On initial accent, the side of the zoom 71 catheter appeared to exit the internal carotid artery (ica) at the anterior genu. This created a cavernous carotid fistula between the ica and the venous system. After an initial pass with zoom 71 angiogram was performed which identified the newly formed fistula. The lm1 occlusion remained so the physician elected to use competitor's device to open the occlusion. The patient was sent to the neuro intensive care unit following the thrombectomy with plans to intervene on the fistula at a later time. On november 28, the fistula was embolized with coils. Post procedure, the patient was reported stable, neurologically intact, and put on observation prior to discharge.